Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 509 mg/dl. The customer states high blood glucose began when she changed set. The customer had symptoms such nausea and treated with syringes. Customer's blood glucose value was 509 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. Customer decline to check for leaks, air bubbles and if device settings were correct. There were no site or insulin issues. Customer checked cannula and it appeared bent. The product was not returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.